Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two trial leads with the same lot number. It was reported the pt experienced nausea and vomiting. After the implant of the trial leads. It was reported the physician believed the issue was caused by the anesthesia. It was reported the pt received effective stimulation during the trial, and the leads were removed as scheduled. It was reported the nausea had resolved.